Manufacturer narrative:
Concomitant medical products:: etlw1616c124e stent graft, implanted: (B)(6) 2014; etlw1616c82e stent graft, implanted: (B)(6) 2014; etbf3616c145e stent graft, implanted: (B)(6) 2014; dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that warnings were alerted for undefined high impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.